Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl), 588 mg/dl, and 106 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient's control solutions had expired). Technical support requested the return of the suspect product and replacement product was shipped.